Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of delayed wound healing. As reported the ae resolved with no medical intervention. Medical affairs has assessed the patient¿s delayed wound healing as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represent the galaflex (device #2). An additional MDR was submitted to represent the galaflex (device #1) not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2016, patient underwent bilateral mastopexy; superior pedicle, using a full vertical and horizontal t incision. 2 pieces of galaflex (device #1 and device #2) were used. Concomitant procedure included liposuction to lateral breasts. On (B)(6) 2016, delayed wound healing; breast, was reported. No action was taken. Resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies the reported delayed wound healing is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of delayed wound healing. As reported the ae resolved with no medical intervention. Medical affairs has assessed the patient¿s delayed wound healing as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. This MDR represent the galaflex (device #2). An additional MDR was submitted to represent the galaflex (device #1) note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial cp-1060: on (B)(6) 2016, patient underwent bilateral mastopexy; superior pedicle, using a full vertical and horizontal t incision. 2 pieces of galaflex (device #1 and device #2) were used. Concomitant procedure included liposuction to lateral breasts. On (B)(6) 2016, delayed wound healing; breast, was reported. No action was taken. Resolved without sequelae on 8/30/16. Review by medical affairs identifies the reported delayed wound healing is likely related to the device and serious.